Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of stent deployed prematurely. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted in the colon during a colon stent deployment procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a stricture in the rectum. Reportedly, the patient's anatomy was tortuous. During the procedure, the physician attempted deployment but the stent shifted 2-3cm distally from the target location. The physician pulled the partially deployed stent backwards but the stent deployed inadvertently. The physician left the stent implanted and performed endoscopic retrograde cholangiopancreatography ercp the next day (B)(6) 2014, and another stent was implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: a visual examination of the returned device noted that only the delivery system was returned for evaluation, the stent was deployed and not returned. The clear outer sheath was kinked 20mm distal to the proximal end of the dark blue outer sheath. Additionally it was noted that the dark blue outer sheath was kinked 62mm distal to the distal handle this type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the profile of the returned delivery system. Device analysis determined that the condition of the returned device was consistent with the complaint incident. A labeling review was performed, and from the information available this device was not used per the directions for use (dfu) / product label. It was stated in the additional information that the user attempted to pull the device backwards without reconstraining the stent into the delivery system which is contrary to the instruction in the dfu. The dfu states the following; "to reposition, first fully reconstrain the stent by gently pushing the exterior tube handle while holding the hub handle completely immobile. When fully reconstrained, the delivery system can be moved either proximally or distally and the deployment process restarted. Therefore, the most probable root cause classification is user error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted in the colon during a colon stent deployment procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a stricture in the rectum. Reportedly, the patient's anatomy was tortuous. During the procedure, the physician attempted deployment but the stent shifted 2-3cm distally from the target location. The physician pulled the partially deployed stent backwards but the stent deployed inadvertently. The physician left the stent implanted and performed endoscopic retrograde cholangiopancreatography ercp the next day (B)(6) 2014, and another stent was implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.